Event description:
Initial surgery was performed in 2003. The first distraction was 5 days later at a rate of 1mm a day. The surgeon noticed 13 days later that the bone distraction had not occurred, and confirmed the shaft was "idiling" after 8mm of distraction through the x-ray.